Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type iiib endoleak with sac growth event is unconfirmed due to a lack of relevant medical imaging available. Several attempts were made for medical images, but no response was received. Device, user, procedure or anatomy relatedness of this events could not be determined. The procedure related harm identified was a prolonged hospitalization. The final patient status was discharged on post-operative day three (3) to a skilled nursing facility. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with strata¿. Corrections: h6: remove result code 3233. H6: remove conclusion code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata.¿ device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five and a half (5.5) years post initial procedure, the patient presented with a type 3b endoleak and sac growth. The physician elected to reline with a bifurcated stent graft, a suprarenal stent and an infrarenal stent to resolve this event. The patient tolerated the procedure well.